Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-00132. It was reported that lead dislodgement was observed on the right ventricular (rv) lead via fluoroscopy. Setscrew stripped in the right ventricular port was also noted. The lead could not be removed from the device header. The rv lead and the device were explanted and replaced. No complications were noted. The day after the procedure, the patient felt discomfort at the implant site, fatigue, and weakness. The patient was kept overnight. On the following day, the patient was nauseated and profoundly weak and was discharged home when the patient was feeling well.